Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 50.0. Pt had bruising and was immediately admitted to the hospital. Caller stated that result of 50.0 inr was confirmed by the lab and the hospital.

Manufacturer narrative:
Investigation pending.